Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a seizure, cardiac tamponade requiring pericardiocentesis and surgical intervention. Toward the end of the procedure, during ablation of a pathway in the ra/rv, the patient became "warm", seized, and the "cardiac output was zero". There was no cardiac movement seen on fluoro. The patient was also hypotensive. An echo was performed (unknown if tee or tte) and a pericardial effusion was noted. The effusion was drained, then the or team arrived and a sternotomy was performed. Patient condition is unknown at this time. It was also reported there is continuing noise on the bs signals as well as the ablation signals. This noise was seen on both the recording system and the carto 3 system. (Distal ablation noise only seen on the recording system.) The procedure was continued and completed without resolution of the noise. This adverse event was discovered during use of bwi products. The physician¿s opinion on the cause of this adverse event: perforation. Patient outcome of the adverse event: unknown. It is unknown if the patient required extended hospitalization because of the adverse event. A transseptal puncture was not performed. Prior to noting the CT ablation was performed. The team was not sure if a steam pop occurred. The event occurred during ablation phase. Irrigated catheter was used in the event and the flow setting: 8/15ml. No error messages were observed on biosense webster equipment during the procedure. It is unknown if the patient is hemodynamically stable at the time of the report. The effusion was discovered/noticed: patient complained of feeling "warm", seized, and hypotension. Perforation is suspected. Pericardiocentesis was performed and the fluid volume removed was unknown. The procedure was abandoned. No evidence of any effusion present before the procedure. Max wattage used: 50, total lesions: unknown, total ablation time: unknown, total fluid: unknown & other bwi products: pentaray, hexapolar. It is life threatening; it might result in permanent impairment of a body function or permanent damage to a body structure; or it required medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure.